Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead segment was performed. Visual inspection identified the lead had been severed 181mm from the terminal end. Testing was completed to assess lead inner insulation integrity. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient noted having an occasional pulse rate in the 40 bpm range despite this device programmed to provide pacing therapy at 50ppm. Additionally, the patient reported not feeling well, but no specific symptoms were described. Review of the device data identified elevated right ventricular (rv) threshold measurements and low intrinsic measurements. The rv output was increased due to the elevated thresholds. There were no stored episodes that demonstrated noise and noise could not be produced during isometrics. Approximately six months later, the patient had a mitral valve (mv) replacement procedure. Device evaluation noted there was no rv capture despite maximum device outputs. A temporary pacing lead was inserted post mv replacement. The device remained in ddd mode, 50 ppm and defibrillation therapy was going to be programmed back on; however, premature ventricular contractions (pvc) and ventricular fibrillation (vf) markers were noted. A boston scientific technical services consultant informed the caller that despite external pacing, oversensing could still occur causing inappropriate therapy if there is an ongoing internal lead issue. Defibrillation therapy was programmed off and an rv lead replacement will most likely occur in the future. A subsequent revision procedure was performed and this lead was removed from service and replaced. No additional adverse patient effects were reported.